Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred while the system was in clinical use, the issue was intermittent and the user could press the footswitch a second time to complete the procedure. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the patient who stated that the fluoroscope had failed. Philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and review of the system's log file determined that, intermittently, the system would not receive a command from the wired footswitch even when the foot switch pedal was pressed. The fse replaced the wired footswitch. The wired footswitch was returned for analysis. Failure analysis testing identified that rotating the cable within the footswitch cable inlet cause the footswitch to fail. After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.